Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt mentioned they got their therapy all set up and connected, but now, the therapy did not "stay on" since earlier today. Pt said when they set the controller down, they cannot feel their therapy any longer and they think their therapy turned off by itself. Pt said the b button came on right away, but then the stimulation inside them went off right away. Pt said they were in a lot of pain. During the call, the pt said they had "no network connection" on the lock screen. Pt did not have wifi turned on. Pt said they turned wifi on, but wifi did not stay on. Handset was charged at 79%. Pt unlocked the handset and went into the therapy app and got"system error: the system had encountered an unexpected error: fb9f6." Pt reset the handset to remove system error and connected to their ins successfully. Pt said they were in group b. Pt adjust therapy settings up to 3.0 in group b and then turned their therapy off and on again and felt the therapy on one side. Therapy was strong on one side. Pt then switched to group a and the therapy was set to 0.0. Pt turned the therapy up to 1.1 and turned the therapy off and on again and felt the therapy on both sides. Pt said they needed the therapy on both sides. Pt said the therapy was "trying to die down again." Patient services specialist(pss) suggested the pt monitor their therapy for pain relief and see if the therapy relieved their pain. If not, the patient was redirected to their healthcare provider (hcp) to further address the issue. Pt said they just spoke with their hcp today.